Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead had a trending of decreasing of impedances. The physician decided to monitor the lead and then do a revision when the battery was changed. The patient paces 0% of the time. An insulation issue was observed.